Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure that persisted after a device restart, and the user updated the device software per troubleshooting guidance with replacement device shipped as the alert persisted. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health or need for medical intervention. Investigation included troubleshooting with device restart and software update. Investigation of this case revealed that the alert persisted through a restart prior to the software update being performed. It was concluded that a hardware malfunction of the insulin drive system was suspected, and replacement was arranged for the user.